Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to her skin. The caller alleged that two infusion sets she had from a particular box were defective. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.